Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that they have an upcoming surgery scheduled on (B)(6) 2021 that it related to "loose wires" with their implantable device system. Pt stated the diagnosis of the loose wires was found about 3.5-4 months ago. Additional information was received from the rep. Surgeon did a pocket revision to test lead. Found 2 contacts on 1 lead was oor. Consent was not received for a lead revision so patient and surgeon will discuss plans for a lead replacement.